Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began sometime at the end of (B)(6) 2012. The patient informed the csr that he does not take any diabetes medication to manage his diabetes. In response to the alleged issue, the patient reported that he continued with his usual routine of diabetes management. Approximately 1 hour later, he claimed he developed symptoms of "dizziness, sweating and disorientation." He went to see his doctor at an unspecified time and was treated with orange juice and dextrose tablets. No other device was used for testing. He stated he obtained a back up meter in (B)(6) 2012. At the time of troubleshooting, the csr noted that the patient was inadvertently moving the test strip while in the meter. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.